Event description:
The event occurred in china during startup of the device. It was reported that there was an error ¿er09¿ displayed on the hl20 pump. No harm to any person has been reported. According to the hl 20 service manual the error message ¿er09¿ indicates that +12v-supply voltage was out of tolerance during the self-test failed. Since the error "er09" could lead to an unintentional pump stop a report is required in us. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was onsite for further investigation of the device. The fst suspected the pump control board to be defective. Further investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.